Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant while positioning the right ventricular (rv) lead, the patient had a ventricular tachycardia (vt) episode which degenerated into ventricular fibrillation (vf). An external electrical cardioversion was performed to resolve the event. No lead malfunction was suspected. The patient was stable.